Event description:
It was reported, the bronchovideoscope had no image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found loss of image when angulating the scope, and found several dents in the insertion tube. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that the image sensor unit was damaged during user handling, causing the suggested event. As for the cause of the damage to the image sensor unit, irregular stress may have been applied to the insertion section. The event can be prevented by following the instructions for use which state: bf-190 series operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. Bf-190 series operation manual _important information ¿ please read before use_ warnings and cautions :do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Bf-190 series operation manual _important information ¿ please read before use_ warnings and cautions :do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result. Bf-190 series operation manual chapter 4 operation 4.2 insertion_ insertion of the endoscope: do not allow the insertion section to be bent within a distance of 10 cm or less from the junction of the boot. Insertion section damage can occur. Olympus will continue to monitor field performance for this device.